Event description:
It was reported that a loss of monitoring occurred for approximately 12-15 telemetry pts when the apex pro telemetry system "locked-up" due to a presumed hard drive failure. Monitoring was unavailable for approximately 1.5 to 2 hrs. No injury was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.